Manufacturer narrative:
The delivery system was returned and analyzed, and no anomalies were found. The analyst noted that curature can be applied as button is slid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the steerability of the delivery catheter was limited during the implant procedure. It was noted that no more than a 90 degree curve could be obtained in the atrium. The delivery system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.